Event description:
It was reported when using the pyxis medstation es system, has failed drawer. The customer stated that there was no delay in accessing medication to patient as the user can managed to get the medicines from other station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that drawer had a failure. A field service engineer, guided customer to follow the procedure to fail the drawer and then recover to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.